Event description:
The prescriber walked from the parking lot with the walker, to deliver it to the user, when the right rear wheel fell off. No injury was reported.

Manufacturer narrative:
The circlip that prevents the wheel from coming off oad been over-extended. The wheel axles of the walker were according tgo specification. Etac's customer reported having serviced the walker and changing the rear wheels. Etc ref. No. (B)(4).